Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were noted on this left ventricular lead. The lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.